Manufacturer narrative:
Samples were drawn in bd vacutainers. Qc had been running low within the established ranges. Bec field service engineer (fse) did the brushless stirrer motor update, replaced the lamp and reagent pump, and also cleaned the cup and lines.

Event description:
A customer reported to beckman coulter inc. (Bec) that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously low phosphorus (phosm) results for two (2) patients. The results were not reported out of the lab. Repeat testing generated higher results and the reports were amended. There was no change to patient treatment or diagnosis.